Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent and analyzed by technical support. It shows that the software of the unit needs to be updated. 8. According to technical support new version ((B)(4)) of software is available on server and will be needed to fix the issue. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has frozen touch screen issue during patient use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h6 and h10 result of investigation: it was determined that the root cause of the issue was known issue with partially driven lines most likely caused by a manufacturing quality / soldering issue (head-in-pillow effect). The configuration of the touch controller with software v6.0.1100.0 and lower is then leading to a blocked touch screen. Touch screen is sometimes not reacting on user touch inputs. This unit is in scope for fsca 2019-002. At the time of the event, the fsca software patch was not yet available. The issue was temporarily resolved after restarting the machine.